Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two drawers were not detected on the bus and required maintenance. A field service engineer (fse) found that drawers 2.1 and 2.2 were not detected on the bus. After inspection, it was determined that drawer 2.2 was not recognizing its position. The controller board, position sensor, and retractor band were replaced, and after replacing the led, the position was detected. The station was configured, tested in the hardware testing application with all tests passing, and rebooted. The customer then inventoried the drawers, and all checks were good. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two drawers failed, were not detected on the bus, and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.